Event description:
It was reported that patient had a fall after which she stated the stim felt different, was not working for symptoms, and painful at implant site. It noted that manufacturer representative checked impedance and battery and both were okay .the battery was turned off. It was indicated that patient was going to the emergency room on the day of this call because of the pain around implant pocket site and further action will be determined at hospital. The patient status was reported as ¿alive ¿no injury¿. Information received a day later indicated that no other troubleshooting was performed. All the all readings on interstim device showed it was functioning properly. It was indicated patient visit to the emergency room was to look at the swelling on her back. It was later reported on (B)(6) 2015 that patient was scheduled for interstim check/revision on (B)(6) 2015. Patient outcome was reported as not receiving effective therapy. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28, lot# v753437, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient had a battery revision on the day of this call. This was not a routine battery replacement due to depletion. Patient complained of pocket pain after a fall. It was a revision and the health care provider decided to take the older battery out and replace with a new one and put in new location.